Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2026: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2026: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-sep-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 29-aug-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hcp repositioned the leads on (B)(6) 2026 because the last surgeon put the device in the wrong place. It was discovered in 2026 that the leads had to be repositioned. Patient said the first ins started to break down after 1-1.5 year and was replaced. Since the new ins was put in, it had not been working. Patient had 4 different people in 3 different states trying to program it and finally they saw on the x-ray in albany that the leads were in the wrong place.